Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, initial inspection of the returned faradrive sheath observed no abnormalities or defects found on the exterior of the sheath. During functional test, it was confirmed that the device was able to achieve and maintain deflection as intended. Next, the sheath passed the device-to-device interaction test, along with a known-good dilator, which was observed successful insertion. Additionally, the sheath passed dimensional test, as its inner and outer diameter dimensions were measured and within specifications. Finally, the corresponding versacross connect dilator used was returned kinked and would have caused difficulty for the sheath if inserted while crossing the septum. The complaint allegations were not confirmed through product analysis. Correction to the initial MDR in block(s) brand name (d1), common device name (d2.a), in section d - suspect medical device and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a pulmonary vein isolation (pvi). The scrub tech had difficulties with inserting the versacross connect into the faradrive. The dilator would insert normally about halfway through but then it became difficult to advance into the faradrive . Hence, the scrub person may have slightly kinked the versacross connect. While it came time to advance the faradrive system with versacross into the patient for the transseptal puncture, the versacross rf wire would not pass through the versacross connect. Hence, a new versacross connect was opened and inserted into the original faradrive sheath. This versacross connect went down the faradrive normally and was then inserted into the patient. Transseptal puncture was made and the versacross dilator went across the septum, but the faradrive sheath would not cross the septum. The physician was concerned that the faradrive was the problem, so she asked for a new faradrive sheath rather than trying to force the sheath across the septum. The new faradrive sheath went successful. I did see the scrub tech try to insert the versacross into the faradrive, and it looked like it was more difficult than usual. The procedure was completed successfully with the new versacross and faradrive that was opened. No patient complications were reported.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a pulmonary vein isolation (pvi). The scrub tech had difficulties with inserting the versacross connect into the faradrive. The dilator would insert normally about halfway through but then it became difficult to advance into the faradrive . Hence, the scrub person may have slightly kinked the versacross connect. While it came time to advance the faradrive system with versacross into the patient for the transseptal puncture, the versacross rf wire would not pass through the versacross connect. Hence, a new versacross connect was opened and inserted into the original faradrive sheath. This versacross connect went down the faradrive normally and was then inserted into the patient. Transseptal puncture was made and the versacross dilator went across the septum, but the faradrive sheath would not cross the septum. The physician was concerned that the faradrive was the problem, so she asked for a new faradrive sheath rather than trying to force the sheath across the septum. The new faradrive sheath went successful. I did see the scrub tech try to insert the versacross into the faradrive, and it looked like it was more difficult than usual. The procedure was completed successfully with the new versacross and faradrive that was opened. No patient complications were reported.